Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was unable to successfully transmit via merlin.net. Rep reported two different monitors were tired without success. No further information was available.

Event description:
New information received notes that the device was unable to connect with rf telemetry. The patient was not reported to be symptomatic. Several remote monitors failed to successfully transmit data from the device. It was found that rf was not functioning due to rf error. A device download was suggested. The patient was paired with a non rf transmitter.